Event description:
On 11/10/93, co confirmed a user error in the delivery of dopinime and d10w via a syringe pump. On 4/9/93, a staff rn programmed the pump to deliver 50 ml/hr with no volume limit, rather than .5 cc/hr with a volume limit of 50. The pt experienced cardiac arrest and rescusitation was unsuccessful. Autospy was performed and showed the cause of death as pneumonia, staph aureus septicemia.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: incorrect technique/procedure. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.